Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the physician that the percutaneous thrombolytic device (ptd) was being used on the pt's right arm. The device was inserted over the 0.018 guidewire for thrombectomy of an arterio-venous shunt. The inner lumen broke off during the procedure without harm to the pt. As a result, a second kit was opened and used to finish the procedure. There were no pt complications reported.